Manufacturer narrative:
It was reported that the mcot monitor, a10e verizon unlocked, overheated and would not power off. The device was returned for investigation. Monitor was inspected for general physical integrity and found the back of the monitor had a melt at the bottom of the device close to the charge port. The charge port also showed signs of the melt. The monitor charging cord had evidence of a thermal event. See attached pictures of damage. The monitor does not power on and is unable to be charged due to the melt. Engineering evaluation could confirm the allegation on the monitor overheating leading to a melt. Root cause could not be determined.

Event description:
It was reported that on (B)(6) 2025 the mcot monitor, a10e verizon unlocked, overheated and would not power off. A replacement was sent. Additional information was requested but could not be obtained.